Event description:
It was reported via repair work order that the motion interrupt pan was broken. It was further reported that the patient right side rail hoop had a hole in it and the patient left footend side rail timing link had a broken rivet. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the motion interrupt pan was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted with evaluation results. It was reported that the patient right side rail hoop had a hole in it and the patient left footend side rail timing link had a broken rivet. Supplemental submitted as the investigation concluded that this will result in caregiver annoyance. Additionally, it is not likely to harm the patient as siderails could still be raise/lower and locked in the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.